Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. The root cause was determined to be a permanent connection error between device and transmitter.